Event description:
The customer contacted physio-control for preventive maintenance of their device. Upon initial evaluation, physio-control observed that the device displays "abnormal energy delivery" message and that is no longer possible to discharge the energy properly. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement.

Manufacturer narrative:
Physio-control further evaluated the therapy pcb assembly at the product assessment center (pac) and the cause of the reported issue was determined to be due to the shorted high voltage switch q8 on the h-bridge.

Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing therapy pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control for preventive maintenance of their device. Upon initial evaluation, physio-control observed that the device displays "abnormal energy delivery" message and that is no longer possible to discharge the energy properly. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement.